Event description:
It was reported that the wireless telemetry was intermittent. The device remains implanted and active. There were no other issues reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.